Manufacturer narrative:
Concomitant: product ID 3487a-45, lot# v388256, implanted: 2010-(B)(6), explanted: 2010-(B)(6), product type lead. (B)(4). Please reference mfg report #6000153-2016 - for the other lead.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that when the patient had their first ins they had issues starting an IV because she was dehydrated. It was also noted that they had issues inserting the lead due to scar tissue. The pre-existing scar tissues caused issues with lead placement and this resulted in a lead revision. There was no patient symptom reported. Follow up has been conducted to obtain information regarding the revision root cause and intervention/resolution for the event.

Event description:
It was also noted the indication for use included reflex sympathetic dystrophy/causalgia.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider (hcp) reported it was unknown when the consumer first started experiencing signs/symptoms that led to their first lead revision. The sign/symptom the consumer experienced was inadequate ¿analgesic.¿ the cause of the first lead revision was stated to be ¿unknown¿ as well as ¿lead migration.¿ following the revision the issues resolved.